Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. Membrane failure due to storage outside of the indicated conditions.the device was returned with the reported fault of no status indicator. During the investigation it was found that the status indicator was failing to illuminate in standby mode. Additionally, the device had an excess current drain. The fault was traced back to a breakdown of tracks within the membrane. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. Corrosion observed on both the shock and on/off domes within the membrane and temperature outside range recorded in the history log would indicate the device had been subject to storage outside the indicated conditions (e.g exposure to high condensing humidity). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
No status indicator flashing pad-pak depleting quickly. There was no patient involved in this event.

Manufacturer narrative:
Exemption number (B)(4). Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4).

Event description:
No status indicator flashing pad-pak depleting quickly. There was no patient involved in this event.